Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a micro perforation. The lead was removed upon placing a new lead in the rv in a septal location instead of an apical one. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.